Manufacturer narrative:
This event occurred in (B)(6). The field service engineer (fse) found that the micro bead mixer was not working correctly. The fse repaired the mixer and the belt; afterwards, the mixer worked normally. After the service visit, the instrument worked normally and the problem has been resolved. The investigation determined the micro bead mixer issue identified by the fse was the root cause of the event.

Event description:
The initial reporter questioned "many cardiac sample results" for patients tested on a cobas e 411 immunoassay analyzer. Based on the data provided, discrepant results were identified for 16 patient samples tested for elecsys troponin t hs stat (troponin t hs stat), pro-bnp and myo-stat. The initial results were reported outside of the laboratory and corrected upon repeat testing. The troponin t hs stat reagent lot number was 38153901 with an expiration date of 31-may-2020. No other reagent lot numbers with expiration dates were provided.